Event description:
The presented with erythema, edema and tenderness at the treatment sites, as well as inside their mouth and on their cheeks. The pt also reported itching in their ears five days after treatment with cosmoplast. The physician has prescribed oral benadryl to treat the symptoms.